Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) alleging that the patient's onetouch ultra2 meter read inaccurately erratic and inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2015 at 8:30pm. The reporter stated that the patient obtained results of "400, 270, 263 and 278 mg/dl" using the subject meter, all results taken within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The reporter also stated that the patient obtained results of "400 and 270 mg/dl" compared to feelings/normal results. The patient manages his diabetes with oral diabetes medications with diet and/or exercise. The reporter stated that the patient took his usual dose of 100 mg januvia medication (including sliding scale) once daily in response to the alleged product issue. The reporter denied that the patient developed any symptoms; however the patient received hcp treatment of IV fluids in ER on december 17, 2015 at 9:00pm. The reporter stated that the patient's blood glucose was tested using an ems device on (B)(6) 2015 at 9:00pm and the result obtained was "180 mg/dl". At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test, the test strips had not expired, been open for longer than the discard date or stored improperly, the test strip vial was not cracked or broken, the patient was using an approved sample site, the subject meter was set to the correct unit of measure setting and the patient was using the correct testing technique. Replacement products were sent to the patient.based on the information provided, this complaint is being reported because the patient received hcp treatment of IV fluids at ER after the alleged product issue began. This treatment does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 3. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed. Furthermore, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1: correction the place of occurrence was USA, not ukraine. The first paragraph of the 3500a initial report should read: on (B)(6) 2015, the reporter contacted lifescan USA alleging that the patient's onetouch ultra2 meter read inaccurately erratic and inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation.